Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside the air/water cylinder and air/water tubes. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified due to leakage from up/down and right/left angulation control knobs. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material was white material and simethicone was used for procedure. However, they could not identify the material any further. The event can be detected/prevented by following the instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.